Event description:
Healthcare professional reported ¿removal from textured to smooth due to the concerns of the product¿. Healthcare professional later reported ¿rupture found intraoperatively". This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.